Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "(B)(6) is a very busy ent who does around 30-50 cases per week and uses 10-15 ethicon clip appliers per case. He has experienced clips falling out, two clips coming out at one time, jamming with no clip being deployed, misaligned clips, etc." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy procedure, the doctor was using the mcm30. A clip fell out of the device at one point and jammed on another time. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
Pc(B)(4) date sent: 9/12/2023 d4: batch # w70194 investigation summary the product was returned to ethicon cincinnati pi lab for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with no damage or anomalies were observed. A clip was present in the jaws and no clips were observed in the clip track. In an attempt to replicate the reported incident, the device was tested for functionality. The clip in the jaws was fired and formed as intended. The device was disassembled in order to evaluate the condition of the internal components the anti-backup lever was found wornout. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.